Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer also reported that the insulin pump got no delivery alarm. The customer's blood glucose level was 335 mg/dl. Troubleshooting was performed and noticed that they have tried all remedies but issue was not resolved. The insulin pump will be returned for analysis.